Manufacturer narrative:
Inspection of the formed needle found the distal tip to be inadequate. The inadequate formed needle tip is confirmed as the cause of the diagnosed skin infection, pain during insertion and skin condition irritation. No other damages or defects were found during investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection. The patient's blood glucose (bg) values reached 420 mg/dl. The patient had a fever. For treatment, the patient was prescribed cephalexin at 250 mg to take 5.5 ,ml, 3 times a day for 7 days. The pod was worn on the leg. The patient was discharged after 1 hour.